Manufacturer narrative:
Batch review performed on 09 july 2021: lot 1906300: (B)(4) items manufactured and released on 05-sep-2019. Expiration date: 2024-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a periprosthetic fracture and the cause of the periprosthetic fracture is unknown. The surgeon cabled the fracture and revised the head and stem 3 months after primary. The surgery was completed successfully.